Event description:
The complainant has reported that a female pt with rectosigmoid cancer underwent a therapeutic placement of a wallflex colonic stent for treatment of a 4cm stricture. The stent was placed, during an outpatient procedure in 2005. The pt noted abdominal pain starting a week later. She was admitted to the hosp after two days. A contrast enema showed a perforation at the proximal end of the stent. Date of pt's death is not known. Autopsy results revealed possible hemorrhagic infarction. Macroscopic view shows small well-circumscribed smooth edge hole at proximal end of the stent flare. Pathology report states no malignancy inside perforation.